Event description:
Reporter indicated that site's programming wand was working; however, the patients would have to remove articles of clothing to place the wand directly over the vns device and to establish communication. The programming wand was returned to manufacturer for analysis. Product analysis confirmed the malfunction of the wand and attributed the defect to an open conductor found in the serial data cable of the wand.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.